Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with mentor siltex 425cc saline prostheses experienced spontaneous left sided deflation and unacceptable appearance of the breasts bilaterally post procedure. The deflation was diagnosed in the physician¿s office. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2021-01790 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2021 mentor was able to determine the product code of the impacted product. The impacted product was a mentor siltex round moderate profile 425cc saline prosthesis. The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline implant textured breast implant. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).